Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device with the initial allegation of burnt smell. The device was returned to the manufacturer's product investigation laboratory (pil). During the evaluation of the device at the pil, the device was inspected externally and internally and found iso port had white dust-like contamination in it and had potential mineral deposits in it indicating possible water ingress. The iso port deformed from possible thermal event. Heater plate had dust-like contamination and potential mineral deposits on it. Inlet/outlet seal had white dust-like contamination on it. Possible thermal events across the back of the pca. Potential mineral deposits on top of pca indicate possible water was on the pca. Ui panel discolored underneath from possible thermal event. Dust-like contamination on the blower motor. Dust-like contamination at the air inlet of the blower box. Dust-like contamination in the blower box. Potential mineral deposits on and inside the blower motor indicate possible water ingress. Dust-like contamination in the bottom enclosure. Dust-like contamination on the heater plate spring and on the bottom enclosure under the heater plate spring. Potential mineral deposits inside the water tank. The source of contamination was most likely external to the device. Pil was able to confirm the complaint of burning odor, possibly due to the potential multiple thermal events. The device was scrapped by the service center after the evaluation was completed.